Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced stress urinary incontinence, a possible stretched or broken sling due to coughing, mixed stress and urge incontinence, positive urine culture, blood in urine, difficulty starting stream and incomplete bladder emptying. No explant procedure was reported. Subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.